Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the keypad buttons were intermittently responsive requiring multiple presses to respond; the patient also stated that the keypad buttons would stick and scroll. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed but the ok keypad symbol was found to worn. Evaluation revealed that the contrast keypad button was intermittently responsive; the contrast keypad button has no effect on insulin delivery function. All of the other keypad buttons were responding as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.